Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way catheter. Visual inspection noted that the balloon was mushroomed . The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon returning 10ml of the solution with no leaks noted. This is out of specification which states, " balloon must not cuff after deflation. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed neither a risk review nor labeling review is required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a ridging on the foley catheter balloon when removing. As per follow up via email on 06jul2023, it was stated that the customer did not have the original packaging, so no lot or batch number. The catheter was inserted in a male patient with no concerns identified and then removed 28 days later for a routine change. There was no residual fluid left in the balloon, but a marked ridging present. This caused the patient pain and bleeding at the time, but fortunately this settled down within a few hours, and output reported as clear or amber urine subsequently. Nurses did not pretest balloons, and it was filled with 10ml as per product specifications. Patient was a young male post traumatic injury, and was unable to verbalize the experience, but there was resistance upon removal and nonverbal expression of pain. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a ridging on the foley catheter balloon when removing. Per follow up via email on (B)(6) 2023, it was stated that the customer did not have the original packaging, so no lot or batch number. The catheter was inserted in a male patient with no concerns identified and then removed 28 days later for a routine change. There was no residual fluid left in the balloon, but a marked ridging present. This caused the patient pain and bleeding at the time, but fortunately this settled down within a few hours, and output reported as clear or amber urine subsequently. Nurses did not pretest balloons, and it was filled with 10ml as per product specifications. Patient was a young male post traumatic injury, and was unable to verbalize the experience, but there was resistance upon removal and nonverbal expression of pain. No medical intervention was reported.